Manufacturer narrative:
Date received by manufacturer in the initial report 2919069-2018-00048 should have been (B)(6) 2018 not (B)(6) 2017. The issue occurred in the year 2018.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. An evaluation is in process.

Event description:
The customer observed discrepant platelet results while using the cell-dyn ruby analyzer closed mode. The following data was provided. Sid (B)(6) (sn (B)(4)) initial 2.27 10e3/ul, repeat 0.931 10e3/ul; repeat using other cell-dyn ruby analyzers was provided (sn (B)(4), 85.3, 86.2, 84.6 10e3/ul and sn (B)(4) 9.39, 15.2 10e3/ul); repeat using the roche sysmex method 86 10e3/ul. Specimen pathology included macroplatelets. No impact to patient management was reported.

Manufacturer narrative:
Evaluation of the customer issue included a complaint text review, a search for similar complaints, and labeling review. Product was not returned. No adverse trend was identified for the customer issue. Device history review did not identify any issues that may have caused the customer issue. Labeling was reviewed and found to be adequate. Based on all available information and abbott diagnostics evaluation, no systemic issue was identified and no product deficiency was found.